Event description:
End user's son advised the power on button on joystick will not power chair off. End user's son advised can unplug joystick and chair shuts down. End user's son advised when plug chair back in it works and can use power button to turn chair back on but not off. Spoke with tech advised sounds like joystick issue. End user's son advised everything else on the chair works fine. End user's son could not provide any further information.